Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a display that was freezing. The device was in clinical use when the issue occurred. No patient impact and/or harm was reported. The bme reported that the display freezes randomly, no further details were provided. The investigation is ongoing.